Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) with a monitoring voltage of 2.57 volts and charge time measurements of 23.0 seconds. The device was explanted with no adverse patient effects.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.